Event description:
Per the clinic, the patient experienced a performance decrement and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 11, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 8, 2022